Event description:
The customer reported via phone call that his blood glucose has been running high in the last 3 days. When the customer manually treats, his blood glucose is in control. When he gets back on the pump, his blood glucose starts to elevate. Customer stated that he has had a blood glucose of 520 mg/dl. Customer got off the pump and manually treated. Customer's blood glucose went down. Customer stated that this is his third pump. Customer's blood glucose was over 200 mg/dl at the time of the incident. Customer's current blood glucose was 270 mg/dl. Customer had a failed battery test, battery out limit alarm, and bad battery alert since the high blood glucose began. Customer was not aware that he needed to clear the alarm before putting in a new battery. Customer was advised to do a complete set change. Customer called back and stated that he had stomach pain and a burning throat. Customer treated with manual injections. Pump failed the high pressure test and will need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.